Manufacturer narrative:
The cause for the non-reproducible advia centaur cp tni result is unknown. Siemens field service engineers have inspected the instrument several times without finding a possible cause for the falsely elevated tni ultra results. Qc results were within specification at the time of the discordant testing. The system is performing to specification. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni-ultra) result that did not repeat upon additional testing. There was a slight delay in reporting the troponin result to the clinician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra result.